Event description:
The button colors on the electrosurgical pencil are reversed. The pencil functions and the buttons are labeled correctly. But cut should be yellow not blue. And coag should be blue not yellow.